Event description:
It was reported that the device had a charge timeout warning. The device was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported event of capacitor charge timeout was confirmed. The device was received at normal battery voltage level, with normal output and telemetry communication. Analysis of the device image indicated the device had a charge timeout during capacitor maintenance in the field. The charge timeout was replicated during lab testing. High voltage capacitor was tested and determined to be the cause of the reported event.